Event description:
It was reported that after surgery the cutter device "was fractured". The reporter stated that the "drill came out of the sterile field." The reporter was unsure of how the device came out of the sterile field. The reporter clarified that the patient was still in the room but the drill was not near the surgical site. The device did not fall into the patient. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The single-use device involved in this event is not available for evaluation and will not be returned.